Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 and an error 5 message on her one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient does not recall when the alleged issues began; however, at an unspecified time later she developed symptoms of sweating, shaking and felt weak. The patient denied seeking any medical attention or contacting their physician for assistance. The technique of applying blood on the test strip was correct. While troubleshooting the patient pressed the power button and did not receive an error 2 message. The patient was using the correct vial of test strips. The test strips were not expired and were in good conditions. The patient denied any misuse of the product. This is not the first time the product is being used. The product was replaced. No further clinical information was provided. It would have been helpful to know when the alleged issue began, how soon after the alleged issue began did the patient exhibit symptoms and how long symptoms lasted. The complaint is being reported since the patient developed symptoms suggestive of hypoglycemia because she was unable to obtain a blood glucose reading on her meter due to the alleged error 2 and error 5 message.